Event description:
Healthcare professional reported "capsular contracture baker grade unknown and wanted bigger implants¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification section d: device fill is unknown, no device data provided. Device defaulted to saline device at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.